Manufacturer narrative:
(B)(4) on (B)(6) 2015, a philips team supervisor (pts) reported that during installation at the customer site, the patient support vertical position indication was off by 5 mm and their big bore oncology CT system would not pass the quality assurance (qa) check. The pts confirmed that there was no harm to a patient, operator, or bystander. The pts attended the site and evaluated the system. The pts stated when testing the vertical positioning of the patient support, the gantry control panel would display a deviation from the relative vertical position of the patient support greater than philips recommended specification of +/- 2 mm. The pts stated when repeating the vertical motion, the relative vertical position of the patient support would shift to be within the +/- 2 mm specification of the vertical position displayed on the gantry control panel display. The pts escalated the issue to the philips help desk to help troubleshoot the issue and collected a bug report for further engineering analysis. The pts retested the vertical position and the CT system was within philips recommended specification. The pts turned the CT system over for clinical use. On 14-jan-2016, CT engineering evaluated the bug report, no errors were found on the CT system. On 27-jan-2016, CT software engineer re-evaluated the bug report and determined the couch was moving correctly, that there were no errors present, and that the issue did not appear to be software. On 29-jan-2016, CT engineering tested a patient support for vertical patient positioning, but was unable to successfully reproduce the issue. On 03-feb-2016, CT system engineer determined not enough information was provided to continue the investigation. CT engineering determined this event to have an acceptable risk. Applicable mitigations: the system accompanying documents recommend the user to establish a quality assurance program designed to periodically verify that the scanning or simulation process meet the accuracy requirements. Recommendation to check alignment daily in the IFU in the brilliance CT big bore IFU qa program should establish: accuracy requirements, consistency checks at a frequency that ensures positional accuracy is maintained during regular use. That deviations are identified promptly to ensure treatment planning accuracy is not degraded. Addition support of acceptability from the risk benefit analysis (rba) CT scans for use in radiation therapy planning (rtp) . Further, a philips clinical instructor for oncology stated that quality assurance (qa) would detect this misalignment issue. In addition, imaging of the patient is done weekly and the patient is then positioned daily on the treatment couch based on external skin markings. The team supervisor retested the system and confirmed that it was within philips recommended specification. The system was then turned over to the customer for normal clinical use. Due to the review of the bugrep and log files being inconclusive and the fact that there were no failed parts for evaluation, CT engineering was unable to determine probable cause of this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the couch vertical position indication can be off by 5mm (specification is 2mm) and the system cannot pass the quality assurance. A philips team supervisor (pts) confirmed that there was no harm to a patient, operator or bystander. A philips research scientist reviewed the data provided from the site and confirmed that if our table is not displaying accurate height information that it could lead to a radiation therapy mistreatment due to improper patient marking caused by inaccurate couch height readout.